Event description:
Boston scientific received info that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The patient was raking at the time of shock. A review of the episode showed the r-wave amplitude decrease and the t-waves became larger. There was also an untreated episode. A boston scientific tech services consultant discussed testing to see if the position/posture of the patient while raking had an effect on the morphology, and if no further exercise or positional testing was possible, they could consider programming to a different sense vector that has acceptable characteristics and monitor the performance. It was reported that the patient returned for an exercise test, where it was observed that the patient's morphology shifted during effort. It was suggested to program the device in two zones, to incorporate discriminators, and to use the alternate vector. A boston scientific tech services consultant reviewed the s-ecgs and agreed with the programming changes. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was returned for analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The patient was raking at the time of the shock. A review of the episode showed the r-wave amplitude decrease and the t-waves became larger. There was also an untreated episode. A boston scientific technical services consultant discussed testing to see if the position/posture of the patient while raking had an effect on the morphology, and if no further exercise or positional testing was possible, they could consider programming to a different sense vector that has acceptable characteristics and monitor the performance. It was reported the patient returned for an exercise test, where it was observed that the patient's morphology shifted during effort. It was suggested to program the device in two zones, to incorporate discriminators, and to use the alternate vector. A boston scientific technical services consultant reviewed the s-ecgs and agreed with the programming changes. The device remains in service. No adverse patient effects were reported. Boston scientific received additional information that this device was explanted and replaced with the newer model that included the smart pass feature, to help prevent the inappropriate shocks due to t-wave oversensing. The device had not yet reached elective replacement indicator (eri). No additional adverse patient effects were reported.